Event description:
It was reported to co that the balloon burst during a procedure. The device was positioned and inflated without problem. It was de-inflated and when they tried to re-inflate the balloon, it burst. There was no consequence to the pt. The vessel was checked by angiography and the device was removed and the procedure ended.